Event description:
It was reported that the patient presented to the emergency room with complaints of palpitations. A chest x-ray was performed and revealed that the left ventricular lead had dislodged, leading to phrenic nerve stimulation to the patient. The lead was removed and replaced without incident. The patient was stable post-procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.